Event description:
Per mw5095491, "pump was programmed wrong in the walkmed pump. Decimal point location varies from pump to pump. Rate was entered as 20mg/hr instead of 2ml/hr. Patient was admitted to hospital, vistocard x 20 doses given to patient". No contact information or serial number was given. Pump was designed to allow the movement of the decimal place based on desired resolution of infusion rate.